Event description:
The product was used during a laparoscopic splenectomy. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
1/7/1998-supplement #1 sent to FDA. Device not available for evaluation.